Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide cath: cordis al1 0,70" 100cm. (B)(4). The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove could not be replicated in a testing environment as it was based on circumstances during the procedure. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx multi-link 8 instruction for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a chronically totally occluded proximal circumflex artery. Pre-dilatation was performed with a 2.5 x 30 mm trek balloon catheter. A 5.0 x 13 mm ultra stent was implanted and then a 4.0 x 12 mm multi-link 8 was implanted in the lesion. During removal of the multi-link 8 there was difficulty removing the balloon from the stent. During removal, there was resistance, force was applied, and the balloon separated. An attempt was made to snare the separated balloon; however it migrated into the thoracic aorta and then migrated further where it could not be found. The procedure was completed with no further intervention performed. The patient is doing fine. No additional information was provided.